Manufacturer narrative:
The reported event was confirmed. A service technician visually evaluated the device and noted the run/safe etching was no longer legible.

Event description:
It was reported that during equipment testing by a manufacturer service technician at the user facility, the labeling was bad. It was later reported during functional testing by a service technician that the run/safe etchings are not legible, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during equipment testing by a manufacturer service technician at the user facility, the labeling was bad. It was later reported during functional testing by a service technician that the run/safe etchings are not legible, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.